Event description:
Complainant alleged that during a routine shift check by a clinician the device had no display on power up until pressure was applied to the main switch assembly. The complainant indicated that there was no pt involvement in the reported failure.